Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once by an experienced valve loader. The load was confirmed visually, tactile, and fluoroscopy. Fluoroscopy identified crown overlapping to approximately node 3.5. The native annulus was pre-dilated using a 25 mm non-medtronic (z-med) balloon. The pre-dilation was performed using a hand inflation. Upon the initial deployment to 80%, the valve appeared constrained and distorted in the frame. It was noted that the valve was stable during deployment and had landed at appropriate target depth of 2mm at non-coronary cusp (ncc). The implant team used cusp overlap technique for deployment and did not make any adjustments for commissure alignment. The valve was recaptured. The valve was noted to be infolded through the frame inside the capsule. The valve was withdrawn from the patient. Upon deployment outside the body on the back table, an infold was confirmed. A new valve and delivery catheter system (dcs) were used. The replacement valve was implanted successfully. Of note, the native valve was very calcified. According to the physician, a combination of a super calcified native valve with a crossed strut to the 4th node contributed to the initial under-expansion. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Twenty-one cine films were provided for review. After reviewing the films, a misload can be seen which is shown by an inflow crown overlap involving approximately 4.5 nodes. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified during valve load inspection. A pre-implant balloon dilation was performed with a 25mm z-med balloon. First valve was attempted to be deployed, and assessment at 80% shows an under expanded bioprosthesis with an infold present. The infolded valve was recaptured and removed from the body. A new valve loading inspection shows a good load with a consequent well expanded bioprosthesis. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the loader was reported as experienced but the load was confirmed visually, tactilely, and via f luoroscopy. An infold was seen in the fluoroscopic load check but was confirmed during valve recapture. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the device instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the valve frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, the misload was not identified initially. A root cause for the valve infolding is deemed a misload per the image review. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.